Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was damage to the case and the alarms were not always going off. Patient involvement unknown.

Event description:
Additional information was received: event occurred on 08-aug-2023 during checkout procedure, before use on a patient.

Manufacturer narrative:
Other text: d4 UDI (B)(4). Device evaluation: one device received for investigation. Visual inspection performed and device was received in with a cracked battery cover, the front panel was bent above the pressure manometer and bowed out on the right side. The housing contained severe cracks, nicks and scratches, and CPAP knob is cracked. The visual inspection confirmed severe damages to the housing. No problem found with the alarm system. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.